Event description:
It was reported the insulin pump alarmed button error and the buttons are unresponsive. Customer changed out the battery but issues still continued. The buttons were not pressed longer than three minutes. The device was not dropped or bumped. Customer did not know current blood glucose level. No further information reported.

Manufacturer narrative:
Failure analysis revealed that no button error alarm noted. However, the esc button did not respond due to corroded keypad trace. The insulin pump was received with minor scratched display window, cracked display window corners, cracked battery tube threads, cracked belt clip slot, cracked reservoir tube lip.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.